Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted old mesh was dissected free and removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/28/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mwr-24102022-0001284889 submitted for adverse event which occurred on (B)(6) 2021. Mwr-23102024-0001733889 submitted for adverse event which occurred on (B)(6) 2021. Mwr-23102024-0001733890 submitted for adverse event which occurred on (B)(6) 2023. It was reported that the patient underwent mesh removal on (B)(6) 2021 due to abdominal pain, recurrent hernia and adhesions. It was reported that the patient underwent mesh revision on (B)(6) 2023 due to recurrent hernia and adhesions. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.